Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was found in tachy mode off at a recent office visit. A memory dump was performed and sent in for analysis.